Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER for multiple ICD shocks due to lead noise. Review of the emgs showed rv lead noise for all shocks. High rv pace/sense lead impedance was also noted. Tachy therapies were deactivated. The patient condition was stable.

Event description:
New information notes that a fracture under the clavicle was noted under flouro and it is believed to be the cause of the lead failure. The patient had requested that the device be removed as it has been inactive since it was deactivated in (B)(6). During the extraction process on (B)(6) 2019, a stylet was placed down the body of the lead to retract the helix. When attempting to retract the helix, an abnormal separation distal to the ring electrode was noted. This separation continued to expand throughout the duration of the extraction. The lead was capped. The device was kept by the hospital. The patient condition is stable.

Event description:
New information notes the that no further device programming was done, pacing and hv therapies remained programmed off. At this point, the patient had not elected to have anything removed or replaced.